Manufacturer narrative:
H4:d5 information unavailable. H6: code 100(other): the inst. Was received with 3 staples jammed in the cartridge nose, which after continued firings, caused the cartridge tube crimp to yield. No functional testing could be performed and no conclusion could be reached as to what caused the initial staple jam. Based upon the inquiry information received and the visual examination, no conclusion could be reached as to why the reported instrument's "staples jammed in the cartridge" during surgery. The instrument was received with 3 staples jammed in the cartridge nose and with a yielded cartridge tube crimp. No functional testing could be performed due to the instrument's physical condition. The instrument was disassembled and the tube appeared to have been sufficiently crimped and it was concluded that the staple jam in the cartridge nose had caused the tube crimp to yield. No conclusion could be reached as to what had caused the staples to jam in cartridge nose. The cartridge was observed to contain 18 staples. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The feeding of multiple staples into the nose may occur if the firing cycle stroke is not completed and the instrument is refired.

Event description:
During an unknown procedure it was reported by the rep staples jammed in the cartridge. There was no consequence to the pt.